Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of qir noting the failure mode occurs most frequently when the straight shell inserter is paired with the continuum or trilogy it shell. The levering force puts great stress on the distal end of the bolt and its interface with the shell threads. Initially, due to difference in material properties, the titanium threads of the shell will yield before the stainless steel threads of the bolt, but the shell is single use so that is acceptable. However, after repetitive cyclic loading, fatigue effects accumulate for the bolt and cause the tip to fracture. DHR was unable to be reviewed, as the lot number for the device is unknown. A root cause is unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00875706401 ¿ continuum shell ¿ 63679593. Customer has indicated the product will not be returned to zimmer biomet for the investigation as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a hip procedure, the cup was threaded onto a straight cup inserter and the top threads sheared off in the hole of the cup. The thread shears were unable to be cleared from the cup. A new inserter and cup were used to complete the surgery. There was no harm or injury to the patient. Attempts have been made and additional information on the reported event is unavailable at this time.